Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the implantable cardiac monitor exhibited undersensing and noise. No intervention was performed and the patient was stable throughout.